Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information, the supris sling/mesh tore upon insertion of the trocar; therefore, unable to tension. The sling was mostly explanted and the remaining portion was deemed to be safe by surgeon. Another sling was opened and then implanted successfully. Patient is doing well.